Event description:
It was reported that prior to use the hub detached with a bd syringe 0.3ml 29ga 1/2in. The following information was provided by the initial reporter, translated from japanese to english: the hub was detached with the shield.

Manufacturer narrative:
H.6. Investigation summary: customer returned photos of 3/10cc syringes. Customer states that the hub was detached with the shield. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel of both samples. Unable to perform DHR check for needle hub separates due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 01oct2019, holdrege received photo complaint. A visual evaluation of photo found (2) syringe with no needle assemblies attached to them. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringes. There did not appear to be any damage to the core pin. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, log book entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on (B)(6)2019 for increased sampling for needle hub separates in 0.3ml. (B)(4) has been opened to address this issue." H3 other text : see section h.10.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that prior to use the hub detached with a bd syringe 0.3ml 29ga 1/2in. The following information was provided by the initial reporter, translated from (B)(6) to english: the hub was detached with the shield.